Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ER drawers 3.1 and 3.2, along with all pockets, were showing maintenance required and were reading device not detected on bus. The customer had shut down and rebooted the station twice and attempted multiple recoveries, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller board and module controller board was faulty. A field service engineer removed back panel and checked the lights on controller board found all lights were out, first replaced module board. The fse connected retractor band for drawer again board blowed, then replaced both drawer controller board and pyxibus controller board, reassembled and connected the bus cable and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.